Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The caller reported that they went to see the doctor today and they took a reading of the pump, and the doctor told them to call in to have the handset reset because it was not working, it was not delivering the boluses. The agent had the caller toggle off airplane mode and power off/on both the handset and communicator. The caller was not able to connect to the pump. The handset did show searching for pump and would freeze at 90%. The caller was not able to navigate away from the application. The handset showed "app not responding" and when the caller tried to navigate to close all, the handset would not allow it and would only allow the caller to go back to the application. The caller stated that the patient attempts to bolus 4 times a day, however, when the doctor pulled the pump records, the records showed the patient had only bolused 1x since the 15th. A replacement handset was requested from the repair department because the app was freezing when the patient was trying to connect to the pump and bolus. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID hh90t01; serial# (B)(6); product type mobile platform; product ID a820; serial# unknown; product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.